Event description:
It was reported to boston scientific corporation that during a "prostatectomia radical" procedure using a capio radical prostatectomy (rp) suture capturing device, the capio rp suture (manufactured by teleflex medical inc.) "Piecemeal released." The suture then "broke in more pieces" and "it was not possible to retrieve the sutures" presumably from inside the patient. Reportedly, the procedure "has been performed another time with no adverse effects" and with no further complications to the patient. No further information has been forthcoming for this event.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.